Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 439 mg/dl. During troubleshooting, it was found that cannula was bent. Customer's blood glucose at the time of call was 157 mg/dl. Insulin pump passed self-test. Customer was unable to complete troubleshooting and would call when able to.